Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure after the physician connected the right ventricular (rv) lead to the implantable cardioverter defibrillator (ICD), the right ventricular (rv) lead impedances were all high. The physician checked the lead through the analyzer and all impedances were noted to be okay, but when the lead was reconnected to the ICD, the impedance was still high. A second disconnection and reconnection occurred and then only the rv coil was high. Another ICD was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.